Event description:
It was reported that this right atrial (ra) lead was presenting pacing impedance high out range. The lead was the explanted and replaced due to a fracture presented. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual examination noted the lead had been returned in two segments, having been severed at the time of explant. Testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right atrial (ra) lead was presenting pacing impedance high out range. The lead was the explanted and replaced due to a fracture presented. No adverse patient effects were reported.